Manufacturer narrative:
.

Event description:
It was reported that an asymptomatic patient presented in the hospital one day after the device was implanted. The device showed non-sustained lead noise due to post-paced t-wave oversensing. The oversensing was noted in the stored egm for non-sustained lead noise. Programming changes were made. The patient was fine after the event.